Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that the foot switch device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the vapr 3 foot pedal is rusted. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and inspected. Visual observation showed a lot of marks indicated that it was worn. Three black rubber on the back of the device was missing and the button was cracked and without its cap. Finally, there were signs of discoloration in the pedals and the screws were corroded. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the visual inspection results, this complaint can be confirmed. Lot number on the device indicates this device is 4 years old. The possible root cause for the worn condition can be attributed to an external deterioration and wear of the components due to heavily use; moreover, lack of maintenance. However, it cannot be conclusively affirmed. As per IFU- 103095 it is necessary that the footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.